Event description:
A medtronic rep requested a replacement vertek arm. It was not possible to lock the arm completely. There was no pt present.

Manufacturer narrative:
No pt info as no pt was involved in this concern. The device has not been returned to the manufacturer.